Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed inflammatory reaction, redness, edema and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, inflammation and skin irritation: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported a "delayed inflammatory reaction" approximately 7 weeks after injection in both cheeks and nasolabials with juvederm voluma with lidocaine and 6 weeks after injection in oral commissures, nasolabial, upper lip, and glabella with juvederm volift with lidocaine. Patient developed "redness and edema upper lip (double de size)." Patient noted the events took place after starting a medication called relaxa which had known side effects of "lip swelling." A few days later it "went down" and then nodules appeared. Patient treated with prednisone for 5 days. Healthcare professional reported "palpable nodules every region that was injected" and patient was treated with hyaluronidase in glabella. All nodules are resolved.

Manufacturer narrative:
Medwatch sent to FDA on 10/20/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported a ¿delayed inflammatory reaction¿ approximately 7 weeks after injection in both cheeks and nasolabials with juvéderm¿ voluma¿ with lidocaine and 6 weeks after injection in oral commissures, nasolabial, upper lip, and glabella with juvéderm volift¿ with lidocaine. Patient developed ¿redness and edema upper lip (double de size)¿. Patient noted the events took place after starting a medication called relaxa which had known side effects of "lip swelling." A few days later it ¿went down¿ and then nodules appeared. Patient treated with prednisone for 5 days. Healthcare professional reported ¿palpable nodules every region that was injected¿ and patient was treated with hyaluronidase in glabella. All nodules are resolved.